Event description:
The reporter states that she obtained a 122mg/dl and 69mg/dl blood glucose comparison on the accu-chek compact system. The results were obtained within a 10 minute timeframe. The reporter treated herself and felt better in 15 minutes. The reporter could not recall what she treated herself with. No adverse event reported. New system sent to customer and return requested.